Event description:
In 2008, the pt reported that the previous night before bed he changed his infusion site and his blood glucose measured 270 mg/dl. He then bolused and went to bed. At 1:00am the pt woke up thirsty and moody and his blood glucose was elevated to 470 mg/dl. He bolused and his blood glucose decreased. The pt also reported that the down button of the infusion device is not always functional. He stated he has to press the button hard to make it work. The pt was unsure if the bolus he programmed after changing his infusion site was delivered due to the button issue. The infusion device has not been dropped or exposed to water. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.